Event description:
The customer reported via telephone call that the basal stopped delivering due to clearing a check settings alarm. The blood glucose reading was 407 mg/dl. The customer was assisted with programming the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.